Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. The elective replacement indicator was yes, indicating the generator has reached end of svc. Device diagnostic testing at last office visit 9 mos prior was within normal limits, indicating proper device function at that time. The pt has reportedly experienced an increase in seizures over the past 2 or 3 mos. X-rays reviewed by neurologist revealed that the lead connector pin does not appear to be fully inserted into the generator header. The pt has not suffered any injury or trauma that may have damaged the vns therapy system. It is suspected that the bad connection between the lead and generator may have caused premature end of svc due to excessive current drainage. The reason for the apparent connection problem has not yet been ascertained.